Event description:
It was reported to boston scientific corporation that a microvasive rx locking device and biopsy cap system was used during a endoscopic retrograde cholangiopancreatography procedure within the common bile duct on (B)(6) 2010. According to the complainant the biopsy cap was pre pierced prior to any devices being inserted down the cap. The user could not confirm what devices were being inserted through the biopsy cap. During the procedure half of the biopsy cap detached and was pushed into the patient's duodenum. A decision was made by the physician to allow the piece of the sponge that had detached, to pass naturally. The user then cut open the cap at the conclusion of the procedure to confirm that only half of the sponge had detached. The procedure was completed successfully using a competitors disposable biopsy cap. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
During a planned removal of the patient's plastic biliary stent on (B)(6) 2010, the physician found the remaining fragment of the detached sponge. The physician alleged no malfunction with the stent, and there were no patient complications as a result of this event. The returned device was presented cut open, and only roughly half of the sponge was returned (the other half has not been returned for evaluation). Furthermore, the slits on the sponge could not be measured due to the condition of the returned device. Although a definitive root cause could not be determined, the condition of the returned device is consistent with the complaint that half of the biopsy sponge detached. Patient's exact age unknown, but reported to be (B)(6). (B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was used during a endoscopic retrograde cholangiopancreatography procedure within the common bile duct on (B)(6), 2010. According to the complainant the biopsy cap was pre pierced prior to any devices being inserted down the cap. The user could not confirm what devices were being inserted through the biopsy cap. During the procedure half of the biopsy cap detached and was pushed into the patients duodenum. A decision was made by the physician to allow the piece of the sponge that had detached, to pass naturally. The user then cut open the cap at the conclusion of the procedure to confirm that only half of the sponge had detached. The procedure was completed successfully using a competitors disposable biopsy cap. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.